Event description:
It was reported during a hysterectomy, the tip came loose and surgeon searched for tip of device for 45 minutes. The surgeon reports the tip of device was not found and was retained in patient. Device discarded.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.